Event description:
It was reported that the patient was in the hospital because of a severe bladder infection which was also in their bloodstream. It was stated that the patient was dehydrated, anemic and had low blood pressure. The patient was admitted to the hospital on (B)(6) 2014. It was noted that since the patient had their device replaced in (B)(6) 2014, the device had been unsatisfactory for the patient. The patient had changed the settings multiple times but that had not helped with their incontinence. Lately, the patient had been complaining of pain in her vagina. The patient stated it was like something was sticking her in the vagina and it made the patient yell out. It was noted that even sometimes when the patient was lying still she would cry out. Reportedly, the patient¿s issues and pain had been ongoing for the last 5-7 days prior to report. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v386943, implanted: (B)(6) 2010, product type: lead. (B)(4).